Event description:
Every pin of the insert seemed well positionned. On the post operative x-rays, surgeon noticed that the position of the insert into the cup was not good. The lower edge of the insert was partly out of the cup. The surgeon had to perform an immediate revision.